Event description:
It was reported that the 9800 system has image quality issues. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced left and right monitors. Reloaded the workstation and generator data to address observed contrast (tracking) issue. The system was tested, and found to be working as intended, and placed back into service.